Event description:
Our electroencephalography (eeg) department is experiencing significant quality concerns with our electrodes from ambu. The electrodes are producing an unusual artifact that renders the studies unreadable and is also creating a significant delay in care as we are spending up to double the amount of time to hook up a patient in the attempt to find electrodes that will work. The team began noticing this 1.5 weeks ago, and over time were able to identify that the root cause was coming from a consistent lot #. This full lot # is 1000975588. We have been removing is lot from our supplies since tuesday and saw an improvement in quality and no issues. This afternoon at our pediatric outpatient eeg, our technicians identified another potential lot # exhibiting the same artifact and defect. That lot number ends in 5647. We need resolution and some understanding from the vendor as to this concern, as we perform too many studies daily to be struggling with this and it causes increased delays in care.